Manufacturer narrative:
G4: 08feb2020. B4: 11feb2020. A power management board was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component on the board failed to open and not supplying power to this node. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17oct2019. The customer troubleshot with technical support. The customer was advised to replace the power management board. The customer replaced the power management board to address the reported issue.

Event description:
It was reported that the ventilator would not run with the battery disconnected. There was no patient involvement.